Event description:
It was reported that there was intermittent high impedance on the pace/sense portion of the lead. The lead was explanted and no patient complications were reported as a result of this event.

Event description:
It was reported that there was intermittent high impedance on the pace/sense portion of the lead. The lead was explanted and no patient complications were reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'suffered physical and other injury'. And that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to surgery, removal and/or replacement' of the 'defective' lead. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead 'failure' was also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.